Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the contrast medium came out of the hemostatic ventil. The hemostatic valve was leaking afterwards. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. There was no patient consequence.

Manufacturer narrative:
The device evaluation was completed on 16-feb-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the contrast medium came out of the hemostatic ventil. The hemostatic valve was leaking afterwards. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis revealed no damage or anomalies on the vizigo¿ sheath. Flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device 50000022 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).